Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks for atrial fibrillation with rapid ventricular response, and therapy was exhausted due to this. Reprogramming was done in attempts to mitigate issue in the future. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.